Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The air/water nozzle was flushed with water and air. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation refenced in event was not confirmed. However, the nozzle had foreign objects due to insufficient cleaning. Additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction does not meet specification, due to wear of angle wire, the play of up/down knob is out of specification, crack noted on adhesive of bending section cover, crack on bending section cover, adhesive around objective lens is peeled, forceps channel port is shaved, lock engagement lever has a scratch, lock engagement knob has a scratch, up/down knob has a scratch, right/left knob has a scratch, switch box has a scratch, universal cord has a wrinkle, universal cord has a scratch, grip has a scratch, control unit has discoloration and a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a bad image, and the device was returned to olympus for repair. Upon inspection and testing of the returned device, foreign matter was stuck in the nozzle and deemed present due to insufficient cleaning. This report is submitted due to the finding that foreign material was found in the nozzle due to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.